Event description:
It was reported by service report that the scale and bed exit were not functioning. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.